Event description:
Patient's mother reported weird noises during rewind of the piston rod of the pump. Mother stated patient also sometimes experienced too high blood glucose levels. On (B)(6) 2015 mother alleged the pump delivers too low insulin and sometimes the pump switched off at the rewind from the piston rod. No adverse event reported. Alleged pump was returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.